Manufacturer narrative:
Results: the penumbra smart coil (smart coil) introducer sheath was loaded onto the pusher assembly backwards such that the friction lock was on the distal end. The embolization coil was intact with the distal detachment tip (ddt), had multiple offset coil winds, and had a kink near the proximal end. The pusher assembly was bent approximately 10.0 cm from its proximal end. There was blood coagulated on the distal tip of the embolization coil which could not be dissolved from the coil during decontamination. During functional analysis, the smart coil was attempted to be advanced into a demonstration microcatheter, but due to coagulation at the distal tip of the embolization coil, advancement was unsuccessful. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had blood coagulated at the distal tip and multiple offset coil winds along its length. This type of coil damage can occur as a result of forceful advancement against resistance. If an rhv and continuous flush are not used blood may begin to coagulate around the embolization coil and may contribute to resistance experience by the physician. Since the embolization coil could not be advanced pass the hub of the demonstration microcatheter and the non-penumbra microcatheter was not returned, the root cause of the difficulty advancing the smart coil could not be determined. Further evaluation revealed a bend at the proximal end of the pusher assembly. This damage likely occurred during forceful manipulation of the smart coil when resistance was met. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed four smart coils and six non-penumbra coils into the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter and into the target vessel, the physician encountered a little resistance. Subsequently, the smart coil advanced approximately two to three centimeters out of the microcatheter and then became stuck. Therefore, the physician removed the smart coil and successfully completed the procedure using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.